Event description:
In this event a doctor reported that a stylus handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. Microscopic evaluation revealed significant debris buildup inside the cap and head cavities and significant wear was also seen on the inside surface of the button that faces the pusher and the pusher itself. This indicates severe interaction between these two mechanisms at high rotational speeds which created heat. All components looked dry with no presence of lubrication. Root cause: cap, maintenance/debris.